Event description:
It was further reported that the vad exhibited a low flow alarm, and there was no diagnostic intervention taken for this event. The patient was not hospitalized. The loss of power is suspected due to accidental double power disconnect and there is no suspicion of device malfunction.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, and a correction to b5. Desc evt problem. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a motor start event recorded on 04/sept/2025 at 20:58:24, in which the motor start parameters were atypical. Additionally, one (1) low flow alarm was logged on (B)(6) 2025 at 09:51:58. Furthermore, log file analysis revealed slight, intermittent increases in power consumption and estimated flows leading to parameters above normal operating range since (B)(6) 2025; however, no high watt alarms were logged within the analyzed period. Review of the alarm file revealed two (2) controller fault alarms logged on (B)(6) 2025 at 21:31:38 and (B)(6) 2025 at 08:04:45, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the event file revealed one (1) controller power-up and associated vad start event was logged on 04/sept/2025 at 20:58:15, indicating a loss of power to the controller. The data point prior to the event revealed that (B)(6) was connected to power port one (1) with 21% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 83% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and an adapter was connected to power port two (2). The controller was off for approximately seventeen (17) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. Based on the risk documentation, possible causes of the reported high power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate vad rotational speed, and/or patient related factors. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during vad startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Additional products: d1: controller d4: h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-nov-2019 / serial#: (B)(6) d9: no h3: no h4: mfg date: 29-nov-2018 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient presented to the clinic with a controller fault alarm. The patient had previously had the controller fault audio permanently silenced. Logfile review revealed an unexpected loss of power to the controller, resulting in a pump off time of 17 seconds, followed by a motor start with atypical start parameters. Overall power consumption was found to be slightly above normal, and the power range was above normal per logfiles. The patient had a history of atypical motor starting parameters and was identified as part of a subgroup at risk for pump failure or delay to restart. Elevated hematocrit was noted as the patient's baseline, and no workup was planned as this was not considered an acute issue. Clinical assessment found no signs associated with pump thrombus. The ventricular assist device team opted to permanently silence the controller fault alarm again due to the patient's age, frailty, subgroup status, and atypical motor start parameters, and planned to monitor for additional double power disconnects. The vad remains in use.